Manufacturer narrative:
The user experienced a hypoglycemic event resulting in emergency medical evaluation while using the ilet. This situation can require medical intervention and is consistent with the reported ER treatment and same-day discharge. Engineering log review was not provided for this event; however, the user reported glucose levels within the normal range (70¿80 mg/dl) but experienced symptoms due to historically elevated baseline glucose levels. No device malfunction was reported or identified. Based on available information, the event was attributed to physiological adaptation to improved glycemic control rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-mar-2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose in the 70¿80 mg/dl range, resulting in an ER visit. The user was treated with IV fluids and supportive care and discharged the same day. The user recovered and ilet therapy was resumed.